Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during fill 3/3. The baxter technical service representative (tsr) had the home patient (hp) close all of the clamps and transfer set. The tsr had the hp cycle power and a se 2367 occurred. The tsr had the hp cycle power off and on to "press go to start" prompt. The tsr explained the alarms. The hp stated the heater bag leaked due to a poor connection. The tsr advised the hp to discard all supplies and report the alarms to the peritoneal dialysis nurse in the morning. The hp would complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the hp. The problem was resolved over the phone and a swap of the device was not required. In follow-up, it was reported tht the patient had developed peritonitis.

Manufacturer narrative:
(B)(4). The customer discarded the device and therefore, it will not be returned for an evaluation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review couldn not be performed. Labeling review was performed and shows that the labeling is adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).